Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that on (B)(6) 2022 and (B)(6) 2023, the infusion set's tubing detached from the connector and this issue occurred with three infusion sets. Therefore, the patient's blood glucose level was around 100 mg/dl at the time of all the events. Moreover, the infusion set had been used for few seconds. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.